Event description:
It was reported that there were concerns of possible loss of capture (loc) on the pacemaker system. The patient's last recorded threshold was 3.0 volts. Boston scientific technical services recommended lead troubleshooting, pocket manipulations and perform an x-ray. The pacemaker and non boston scientific lead remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).